Manufacturer narrative:
One device was returned for analysis of complaint than an occlusion alarm occurred. There was no physical damage to the device. There has been no repair request in the past one year. Review of event log found "high pressure" alarm was recorded in the event log multiple times. The report issue was confirmed. The root cause of the event was an anomaly in the component (the downstream occlusion sensor) and it was replaced with a known good one. The device passed all functional tests with no problem after the repair was completed.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that an occlusion alarm occurred. This occurred during infusion at patient's home. There was patient involvement, but no patient harm or adverse event reported.